Event description:
During an ICD upgrade, externalized conductors were observed via diagnostic imaging. Decreased r-wave amplitude and increased pli, but still in range, were noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.